Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, unused supply lines of the homechoice set were left unclamped during therapy. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the home patient's nurse.